Event description:
Patient reported, a right side "capsular contracture, baker grade IV". And "burning, breast tenderness, swelling". Device has been explanted.

Event description:
Patient reported a right side "capsular contracture ([baker] grade IV) " and "burning, breast tenderness, swelling." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.